Event description:
It was reported that patient's suicidal thoughts, depression and, anxiety are now not related to stimulation. No additional relevant information has been received to date.

Event description:
Additional clinical study information was received that the patient's worsening anxiety has resolved and patient has recovered. No additional relevant information has been received to date.

Event description:
Clinical study information was received that the patient began having suicidal thoughts post surgery, worsening depression, and worsening anxiety. The suicidal thoughts and depression were noted to be mild events, however the anxiety had a moderate severity. All events were noted to be probably related to vns surgery and possibly related to stimulation/device. Action was taken for all and the suicidal thoughts/worsening depression have resolved. There was a change in medication dose/schedule for the worsening anxiety but is still recovering/resolving. There was no indication of a device malfunction by the study. No additional relevant information has been received to date.